Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2014-03516. It was reported the patient has not charged her scs ipg in a least 5 months and is now unable to establish communication with her external devices. It was also reported prior to the loss of stimulation, the stimulation was ineffective compared to that received during the trial. Surgical intervention will be taken at a later date to address the issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.